Event description:
It was reported that the patient had two pocket infections and two replacement generators for bi-lateral. Additional information received reported that the first ins was removed in september and that the second ins was removed on 2013-(B)(6). Additional information was requested but was not available as of the date of this report. Refer to manufacturing report number 3004209178-2013-20943.

Event description:
Additional review of the event determined all further information received regarding this device will be reported in manufacturer report # 3004209178-2014-00665.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostim ulator product ID 3387s-40, lot# v187426, implanted: 2009-(B)(6), product type lead product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3387-40, lot# j0225563v, implanted: 2002-(B)(6), product type lead product ID 37642, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the onset/diagnosis of the infection was about five days before (B)(6) 2013. It was noted that the patient did not have meningitis. It was noted that the signs and symptoms included redness, swelling, and pain. It was noted that the primary location of the infection was at the device pocket. It was noted that a culture was obtained from the device pocket. It was noted that the type of organism cultured was pseudomonas. It was noted that the treatment instituted for infection included IV antibiotics, oral antibiotics, and partial device system explant. It was noted that the patient outcome was ongoing. It was noted that a risk factor that applied to the status of the patient before implantation of the device included debilitated status. It was noted that other important information included contralateral ins infection with different organism 30 days prior. Additional information was requested but was not available as of the date of this report.